Event description:
A user facility reported that after connecting the xlung kit 230, priming was initiated and a tear was observed in the tubing. The tear caused water to leak. There was leakage noted from the area that arrived torn in the packaging. Photographic evidence showed broken sweep gas tubing and a broken recirculation port off of the cannister. There was no patient involvement. The complaint sample was available for product evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that after connecting the xlung kit 230, priming was initiated and a tear was observed in the tubing. The tear caused water to leak. There was leakage noted from the area that arrived torn in the packaging. Photographic evidence showed broken sweep gas tubing and a broken recirculation port off of the cannister. There was no patient involvement. The complaint sample was initially available for product investigation; however, the product was not returned by the reporting facility.

Manufacturer narrative:
Additional information: b5, d4, d9, h3 plant investigation: non-conformity was not observed during manufacturing process. One other complaint regarding this batch number does not follow the same failure pattern at hand. The complaint sample was not returned for investigation. Photographic and video evidence were provided to the investigation team that showed a leak that occurred at the venous venting port at the top of the oxygenator. The venous venting port, to which the vent line was attached, broke at the 90-degree angle of the venting port. The venting port more than likely was damaged due to vibrations during transport. Due to the 90-degree angle of the venting port on the lid of the oxygenator, there is an increased notch effect on the inner edge. As a result, there is a risk that the port will break at this point in the event of impacts during transport. Simulations show that the port breaks at a pressure load of 39 n.